Manufacturer narrative:
Evaluation of the device shows that preventative maintenance was overdue. Repair/evaluation completed. Final test completed and met all specifications. The service history was reviewed and found similar failure mode (lack of preventative maintenance) this complaint. There have been an ten services previously performed related to overdue preventative maintenance. A device history review found a non-conformance (ncr) related to the reported event, shortly after the device was manufactured. An ncr reviewed by quality engineer determined that further action is not needed. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame 409 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that heat applied by thermal blankets or other sources are cumulative with heat produced at the pad. Choice of an application site removed from other heat sources reduces the risk of patient injury. Always use the lowest power settings to achieve the desired surgical effect. Select a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the 60-8800-int, helixar electrosurgical unit with argon beam coagulator240v was being used during a vaginoscopy procedure on (B)(6) 2023 date when it was reported ¿burn to the buttocks.¿ further assessment questioning found that the patient was diagnosed with a 1st degree burn. ¿at first the argon handpiece didn't seem to work. It made a noise but no argon beam generated. Then after increasing the power by 10 (was on 40, increased to 50) the argon worked.¿.the patient needed first aid. Attended urgent care centre. The procedure was completed and there was no report of injury, or extended hospitalization to the patient or user. The current status of the patient was reported as ¿patient is at home and due for follow-up in a few months.¿. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the 60-8800-int, helixar electrosurgical unit with argon beam coagulator240v was being used during a vaginoscopy procedure on (B)(6) 2023 date when it was reported ¿burn to the buttocks.¿. Further assessment questioning found that the patient was diagnosed with a 1st degree burn. ¿at first the argon handpiece didn't seem to work. It made a noise but no argon beam generated. Then after increasing the power by 10 (was on 40, increased to 50) the argon worked.¿. The patient needed first aid. Attended urgent care centre. The procedure was completed and there was no report of injury, or extended hospitalization to the patient or user. The current status of the patient was reported as ¿patient is at home and due for follow-up in a few months.¿. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.